Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there is an "x" mark with the automatic self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the xl+ defibrillator/monitor that the device was having automatic self test issues, device has "x" mark. The device was not in clinical use at the time the issue was discovered. Available details indicate that the customer was inquiring for a secondary replacement device under warranty, for which repairs are not offered. The customer was given a quote for the loan of a loaner unit, but no repairs can be given at this time. It is unknown how this issue was resolved. A good faith effort attempt was made to obtain additional information but was unsuccessful to date. No further action is required at this time. H3 other text : device not returned.